Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the product was received, the product code "lc307" on the package was correct, however the product inside was lc207. The seal was broken at the incoming of the customer.

Manufacturer narrative:
(B)(4). The analysis results found that a lx207 device was not returned, only a lc207 device was returned outside its original package. No package was returned. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.